Event description:
The reporter stated that the digital readout on the syringe pump appeared to function, but medication was not delivered. There was no patient injury or treatment associated with this event.